Event description:
Ous MDR - two days after the patient was implanted with a new pacemaker, this lead was noted to have loss of capture even at maximum outputs. It was suspected the lead dislodged, so another procedure was performed. During the revision, the physician found re-implanting this lead was difficult due to resistance from the helix. After removing it, tissue was found on the helix, so a new lead was implanted and the operation was completed without any issues.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a cut in the insulation which most likely occurred during the surgery. Blood residuals were found in the lead's lumen. Thus the inserted stylet could only be removed with additional force. Subsequently a new stylet could be fully inserted and the mechanical analysis was properly feasible, revealing no peculiarities. No further deviations were noted which might have contributed to the clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.